Event description:
It was reported by the customer that a pyxis anesthesia es system displayed an error message prior to the start of a planned orthopedic procedure, the error resolved itself when a pharmacist inspected the device and reappeared 30 minutes later. Another anesthesia device was moved into the operation room, delaying the case for 20 minutes. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device's hard drive was full due to sql logs. The logs were cleared, and the station was synchronized successfully. The system functioned as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, e3, g6, h2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 31-aug-2021 to 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system displayed a blue screen, and an error message displayed on the underlying data source. A field service engineer analyzed a faulty all-in-one, and corrupted hard drive. Replaced all-in-one, hard drive and cloned imaged from a live station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed an error message prior to the start of a planned orthopedic procedure, the error resolved itself when a pharmacist inspected the device and reappeared 30 minutes later. Another anesthesia device was moved into the operation room, delaying the case for 20 minutes. There were no adverse events or injuries reported based on this event.